Event description:
The event is reported as: staples were not formed correctly. No injuries reported.

Event description:
Caller states the use by date on the comfort curve test strip vial label is 06/30/2010; manufacturer #s batch record confirmed the actual use by date to be 06/30/2009. No adverse event reported. Requested return of product, customer declined replacement.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.